Event description:
It was reported that during the implant attempt, the lead insulation was damaged during implant. The lead was not used and anotherlead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Blood was found on the proximal conductor (not obstructed), which was kinked/buckled, and the outer insulation exhibited a cosmetic cut. The lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant attempt, the lead insulation was damaged during implant. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.